Manufacturer narrative:
(B)(4). The suspect tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed the pvt valve was damaged causing the syringe not to engage correctly, resulting in air leaking. The customer reported failure mode was confirmed.

Event description:
It was reported by a customer in (B)(4), that prior to use, they noticed that the shiley tracheostomy tube was damaged on the pilot balloon syringe port. Additionally, it was reported that no lubrication was used during the testing. There was no patient involvement.

Manufacturer narrative:
(B)(4).